Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, this right atrial (ra) lead was noted to exhibit oversensing. Insulation breaches were noted on the lead. This lead was surgically abandoned and the replacement device was programmed vvir. No additional adverse patient effects were reported.